Event description:
A customer contacted global technical services (gts) regarding a high drain 105/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice (hc) during use, during drain 5 of 5. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted them with clearing it. The hp stated that they had no iipv symptoms. The hp stated that they bypassed two of the drains last night. The tsr reviewed the programming. The hp was performing hi dose continuous cycling peritoneal dialysis (ccpd). The total volume was set to 16 l, the number of day fills was 2, the day fill volume was set to 2 l, the night therapy total time was set to 12 hours, the night fill volume was set to 2 l, the last fill volume was set to 2 l, the dextrose was set to same. The tsr reviewed the therapy log. The therapy was complete. The initial drain volume equaled 2028 ml, the last fill volume equaled 1998 ml, the total fill volume equaled 13589 ml, the total drain volume equaled 15410 ml, the average dwell time was one hour and twenty two minutes, the average drain time was thirty seven minutes, the total ultrafiltration (uf) was 1820 ml, the cycle 5 uf equaled 2003 ml, the cycle 4 uf equaled -133 ml, the cycle 3 uf equaled -60 ml, the cycle 2 uf equaled 230 ml, and the cycle 1 uf equaled -421 ml. The tsr advised the hp to call the peritoneal dialysis registered nurse (pdrn) about the high drain 105 alarm. The hp stated that they had manual supplies and that they would call the rn about therapy for that night. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was use error, inappropriate bypass of the drain, not including initial drain. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The device has not yet been received, but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.